Manufacturer narrative:
Bent brass finger and clevis pin, fowler actuator.

Event description:
It was reported by service report that the fowler will not lower past 19 degrees even with the manual CPR release. There was patient involvement; however, no adverse consequences are reported.